Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump becomes hot to the touch after it is connected to a power source for 15-20 minutes. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer; however, no additional information was provided.